Event description:
When the laser fiber was connected to the laser generator a "low energy" message was displayed. The system was restarted with the same result. Another "like" fiber with the same lot number was utilized without incident. FDA safety report ID # (B)(4).